Manufacturer narrative:
(B)(4). Concomitant medical products: customer has indicated that the product is in process of being returned to zimmer biomet for investigation, ringloc-x e1 h/w 50/32mm 23, item ep-053250, lot 3528698. Therapy date - (B)(6) 2017. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 3002806535-2018-0750.

Event description:
It has been reported by the hospital that a patient underwent an initial hip replacement surgery and subsequently a revision procedure was performed due to unknown reasons.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Since this component is not the reason for revision this event is not reportable for this component.

Event description:
Hip revision due to liner fracture.

Manufacturer narrative:
(B)(4). Products have been returned to biomet UK ltd for evaluation and forwarded to a research engineer for investigation, who has reported as follows: a ø32 mm biolox delta ceramic femoral head and a ringloc-x e1 hi-wall liner were revised after approximately 2 years and 5 months due to ¿breaking of liner 2 years after the implantation.¿ post-primary radiographs have been requested for cmp-0392722 however have not been received at the time of writing this report. Therefore initial positioning, sizing and alignment of the components cannot be assessed. Two radiographs were supplied with cmp-0392722 to review however the date on which they were taken was not provided. The femoral head does not appear to be concentric within the liner and therefore it is assumed the images were taken prior to the revision procedure. The ringloc-x e1 hi-wall liner has been received in three pieces. The possible combination of impingement and microseparation may have led to increased stresses in the rim of the liner and ultimately contributed to the fracture. It appears that the fracture of the ringloc-x e1 hi-wall liner was a result of impingement of the femoral head and neck of the femoral stem on the rim of the liner. This would have led to increased stress and elevated risk of polyethylene fracture. Another factor which may have also contributed to the revision in this instance includes joint laxity, however this cannot be confirmed with the available information and therefore the root cause can not be determined. A review of the manufacturing history records confirms no abnormalities or deviations that could be related to the reported event. A review of the complaint database over the last 3 years has found no similar complaints reported with these items. The complaints database will be continued to be monitored. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.